Event description:
Boston scientific crm received information that this left ventricular (lv) lead's inner conductor coil fractured either upon removing the lead from the old generator during this device changeout procedure or re-insertion into the new generator. A second lv lead was attempted, but could not achieve satisfactory position. The physician elected to reconnect this lead that fractured however using a ring to can configuration. No adverse patient effects were experienced during this implant procedure.

Manufacturer narrative:
This lead remains in service. Should additional information become available, this event would be updated.